Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.2 repeatedly became stuck and produced a clicking noise. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer kept getting stuck. The field service engineer (fse) identified that storage space drawer 4.2 was not opening correctly due to a damaged inner rail bar. The fse used a temporary fix by borrowing a bar from the bottom drawer to support drawer 4. The fse also found that storage space drawer six had a broken bottom left bracket and a damaged left-side bracket, which were replaced. The fse restored the storage space, and the functionality was tested and confirmed by pharmacy staff. The system functioned as intended after field service engineer repaired the device.